Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. The analyst noted that rrt was triggered on (B)(6) 2015 and the daily battery trend data shows increasing battery impedance, but the battery voltage is not low. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device reached elective replacement indicator (eri) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.